Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 25-oct-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 100 ml. Flow rate: 2ml/hr. Procedure: unknown. Cathplace: unknown. It was reported a fast flow incident occurred. The pump was to infuse over 46-hours. Pharmacy states the pump was empty about 12-hours early. There was no reported patient injury. Additional information received 09-oct-2019 stated the infusion ended early at 36-hours instead of the scheduled 46-hours. The patient was out mowing the grass prior to noticing the pump being empty. The flow restrictor was taped to patient's skin. The pump was located 12 inches below the catheter during the infusion. The pump was placed in the fanny pack. Thee was no reported patient injury.

Manufacturer narrative:
The device history record for the reported lot number, 0203078922, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 10-jan-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Correction: additional information received 16-dec-2019 noted the 09-oct-2019 additional information entry in the initial report did not pertain to this event: additional information received 09-oct-2019 stated the infusion ended early at 36-hours instead of the scheduled 46-hours. The patient was out mowing the grass prior to noticing the pump being empty. The flow restrictor was taped to patient's skin. The pump was located 12 inches below the catheter during the infusion. The pump was placed in the fanny pack. There was no reported patient injury.